Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging an inaccuracy high issue with the meter compared to a lab result. The patient reported blood glucose results of ¿13.0 mmol/l¿ with a lifescan meter and ¿8.9 mmol/l¿ on a laboratory device, performed within 10 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.